Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks. Consequently, reprogramming was performed, and the device settings were adjusted. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks. Consequently, reprogramming was performed, and the device settings were adjusted. Additional information was received indicating that this patient underwent a revision surgery in which this ICD was explanted due to therapy upgrade. This ICD has been returned and analysis performed. No additional adverse patient effects were reported.